Manufacturer narrative:
B2: added death and death date. B5: added updated clinical review. D6b: added explant date. H1: corrected to death. H6: added f02.

Event description:
After just over 5 days of support the decision was made to withdraw care. The patient expired. The death is being conservatively reported; however, based on the available information, the patient¿s death is more likely attributable to the reported acute myocardial infarction with cardiogenic shock, presenting in scai stage c and recent major surgery, along with the decision to withdraw care.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the positioning issue was not determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery to support the 68 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. The patient was seen to have a 100% occluded thrombosis of the left anterior descending (lad) coronary artery and the cp was placed to support the patient. The team observed the pump to be positioned deep within the left ventricle, and they repositioned it, but ventricular tachycardia (vt) occurred that required multiple shocks. Of note, prior to the pump placement the patient also had vt. When the angioplasty of the lad failed the patient was sent to the operating suite for bypass surgery. While surgery took place the pump was placed in surgical mode and in a shallow position. After the surgery was complete again the pump was repositioned and again vt took place which necessitated another shock. Despite the shocks the pump was not explanted and remains on for support. The pump is functioning as expected, p-7 with 3.1l/min flow with d5w with sodium bicarbonate in the purge solution. The vt arrhythmia has not occurred again after the final pump repositioning.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. 86.